Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was having issues with high blood glucose levels, no delivery, and motor error alarms. Customer's blood glucose level was 452 mg/dl. She had a dry mouth. She wanted to revert to her backup plan until she was able to stabilize her blood glucose level. The device was not returned.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery/occlusion alarm noted. No motor error alarm noted. Motor passed motor test. The insulin pump received with minor scratched lcd window, cracked belt clip slot and cracked reservoir tube lip.